Event description:
The customer observed a false positive alinity I total -hcg result for one patient. The following data was provided (</=5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, >/=25.00 miu/ml is positive): initial result was 26, repeat results were 27.16, 24.68, and 24.68 miu/ml. Previous results using a roche assay were <0.2 iu/l and <0.2 iu/l, reference range is <5.3 iu/l. The sample was treated with peg and the result was <5 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false positive alinity I total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review for the complaint lot. Return testing was not completed as returns were not available. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 62016ud03 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide, with median values for the complaint lot within the established limits, suggesting that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I total b-hcg, lot number 62016ud03, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-74, that has a similar product distributed in the us, list number 07p51-21.

Event description:
The customer observed a false positive alinity I total ¿-hcg result for one patient. The following data was provided (</=5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, >/=25.00 miu/ml is positive): initial result was 26, repeat results were 27.16, 24.68, and 24.68 miu/ml. Previous results using a roche assay were <0.2 iu/l and <0.2 iu/l, reference range is <5.3 iu/l. The sample was treated with peg and the result was <5 miu/ml. There was no impact to patient management reported.